Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was instructed to remove the o-ring from the pump and reload the existing cartridge to resolve the issue. Customer's blood glucose level was 400 mg/dl. Multiple follow-up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow-up attempts.